Event description:
The pt called alleging that the meter displayed blood glucose reading with the word control in front of the reading. The pt felt dizzy at the time of testing and contacted their physician for medical advice and did not receive any treatment. The technique fo applying blood on the test strip was correct. The battery was replaced and the pt retested using the proper technique and the issue was not resolved. Customer service sent the pt a replacement meter. This case is being reported as a malfunction, since the issue was not resolved.